Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was having a pattern messaging issue. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the customer care advocate (cca) confirmed that the tagging option was turned on and that the pattern messaging option was turned on. The cca also confirmed that the date/time were set correctly and that the high/low limits were set correctly. The cca documented that the high limit was set at 120 mg/dl and that the low limit was set at 70 mg/dl. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was having a pattern messaging issue. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter was evaluated. The meter is able to log both high and low patterns. Pa obtained simulator active readings and found that the pattern log option functions properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.